Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric bypass & mesenterialcyst removal procedure, there was gas leakage from the trocars sleeves, gas leakage 411 liters during 2½ hours, about 100 liter gas leakage was during the removal of the cyst by a mini incision, so the actual leakage was about 311 liters, same trocars/sleeves were used during the whole procedure.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.